Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014, (device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product specifications. The report states that there are no significant trends.

Event description:
Report indicates patient experienced irritation and discoloration under the white tape collar (border) skin area after using the product. She first noted the red rash developing under the barrier approximately two weeks ago. Prior to the receipt of this complaint, the patient used the skin barrier product without incident since (B)(6) 2012. As part of her cleaning régime, she uses sh powder and skin bonding cement products every five days. In addition, she uses water directly in the area to cleanse the peristomal region. Patient was advised to remove white tape border from irritated area until additional alternative product could be provided. The patient was also informed to include the use of crusting powder and protective barrier products. The patient was informed if the issue did not improve to contact the company for alternative products and/or suggestions as needed. No additional information was made available regarding the patient results after the receipt of alternative product.